Event description:
Situation: it was during the closing count when the scrub technician noticed that the polyurethane of the wound protector from the gelport was torn. The surgeon was informed immediately. The surgeon performed a wound check and used the endoscope to examine intraabdominally. No retained object was found. Background the gelport contains 3 pieces: the gelseal cap, the alexis o wound protector and the retention ring. The gelport was used during minimal invasive surgery for unlimited trocar insertion and instrument or hand exchanges while maintaining pneumoperitoneum. Assessment the alexis o wound protector consists of the white ring and polyurethane surround to protect the wound. During repeated instrument exchanges, the polyurethane would tear. The team followed the policy to inform the surgery. The surgeon stated that he had examined the wound and inside the abdomen and did not find any fragment of the polyurethane. The team also went above to have x-ray on the abdomen and reported no foreign objects. Recommendation huddle with team on the team regarding the potential for the wound retractor to tear and pay extra attention when performing the count.